Event description:
It was reported that the patient presented with high capture thresholds and low pacing impedance on the right ventricular (rv) lead. Diagnostic imaging revealed no abnormalities; however, lead integrity issues were suspected. The rv lead was capped on (B)(6) 2026 as the lead could not be extracted. A new rv lead was implanted. The patient was stable.